Event description:
An olympus employee reported on behalf of customer, the camera head image had noise. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image noise was confirmed, due to broken cable. In addition, the cable was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The reported device malfunction (image noise) was confirmed due to a cable failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable a communication failure occurred due to a cable failure causing the image noise to occur. It is probable the cable failure was due to the cable being disconnected because of the cable penetrating damage. The instruction manual provides the following: ¿·do not round the camera cable smaller than the diametral 20cm. Damage may occur. ·if the camera cable is curled, do not pull it forcibly, but gradually straighten it out. Doing so can break the camera cable. ·do not apply excessive bending, pulling, twisting, or crushing force to the camera cable. Doing so can break the camera cable. ·do not rub the camera cable strongly when cleaning the outside surface of the camera cable. Doing so can break the camera cable. ·the endoscope should be manipulated by holding the camera head instead of the camera cable during use. Doing so can break the camera cable. ·do not fix the camera cable with a pair. Doing so can break the camera cable. ·do not pull the video connector by the camera cable. Otherwise, excessive force may be applied to the camera cable, resulting in wire breakage. ·do not reprocess or store this product with tweezers, forceps, or scalpels. Doing so can cause holes in the camera cable, which could damage the electrical circuitry inside the product.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic intranasal examination. The procedure was completed using the subject device. There was a pre-use inspection performed.